Event description:
It was reported that the connection between the device and the extension was loose although the screws were tightened correctly. Intermittent impedances over 40,000 ohms were seen. An x-ray photo revealed that the extension was not correctly inserted into the device. This could have been due to an insertion problem at implantation or due to the screws not being fixated correctly. It was suspected that the device and extension were ok. It was reported that there was no patient injury. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 37085, serial # unknown, implanted: unknown, explanted: unknown.